Event description:
The reporter stated the surgeon used a micl 13.2mm implantable collamer lens and had unfolding problems. No further info is available. Further info has been requested but none has been forthcoming. A supplemental will be submitted when further info is received.

Manufacturer narrative:
(B)(4) - (folding problems). Eval: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).